Manufacturer narrative:
The device history record for the reported lot number, 0002992714, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used sample was returned, empty, with the tubing intact. The pump was filled to the reported volume of 154ml. The infusion of the pump was verified. The flow rates were tested and were within specifications. A root cause was not identified. All information reasonably known as of (B)(6)2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 25-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 154 ml. Flow rate: 3ml/hr. Procedure: unknown. Cathplace: unknown. It was reported the, "pump infused fluorouracil too quickly completing the infusion approximately 8-hours early." The pharmacy also, "verified that the patient was not using any heating source such as an electric blanket that warm up his body or the device". There was no reported patient injury. Additional information received 07-oct-2019 stated, "[patient's] 46hr 5fu infusion ended 8-hours early. [Patient's] said he was experiencing more fatigue at this time. [Patient's] denied [nausea and vomiting]. He said he was not under an electric blanket or anything that might make him warm. He stated infusion ended at 7am instead of 3pm friday [(B)(6) 2019]." No additional information provided.